Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was not in place. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no external damage. Flange sensor error was found in the event history log. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.